Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had returned to the facility due to a "no disposable, clamp tubing" alarm. The nursing staff had attempted to resolve the alarm without success, and the caller had expressed a desire to troubleshoot the issue. The pump settings had been reviewed: remaining volume 26.6 ml, rate 0.5 ml/hr, volume delivered 25.45 ml, with 5-fu as the medication. The caller had denied the presence of air in the tubing. The pump had been powered down and the cassette removed. Bubbles had been observed in the tubing extending across the top of the cassette. The green tab had been depressed, the cassette tapped on a firm surface, and the tubing massaged. The cassette had been reconnected and the pump restarted. The screen had displayed "no disposable, pump won't run." The above steps had been repeated a second time with the same result. The patient had not been affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.